Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the tracheostomy tube had a defect in the tube. It did not look like it had been pulled, broken ends were not frayed, no sign of tension on tubing. From speaking to staff, it did not seem that the tube had been caught or pulled accidentally. It was discovered when moving the child from bed to wheelchair after morning cares. Child's tracheostomy had an issue with the inflation port for the tracheostomy cuff. The function of the tracheostomy was not compromised by this, and the child's airway and breathing were not affected. The child remained well throughout the day. The tracheostomy function was not affected by the fault/broken port as the tubing was external to the patient. The child had a leak around her stoma site and hence has the balloon in place which is inflated. This is for assistance when she is asleep only as the airway relaxes overnight and air would leak from the stoma. The balloon plugs this and prevents the leak. The risk would have been higher if it occurred when the child was asleep as the stoma would be relaxed, and the air would leak out if the port was broken and the balloon deflated. This would then cause the child's co2 levels to rise. The ventilator would then alarm. This did not happen. The tracheostomy tube was changed later in the shift as it was functioning, and the balloon was required for overnight. The operator of the device was a healthcare professional. The duration of implantation was 21 days. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, smiths medical corporate headquarters in oakdale, mn has been listed in sections d3. And g1. And the oakdale FDA registration number has been used for the manufacture report number. B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.